Event description:
It was reported that cardiac tamponade, pericardial effusion, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Intracardiac echocardiography (ice) and fluoroscopy imaging was used during the procedure. After advancement of the was in the laa and the first dose of contrast, the patient experienced a pericardial effusion, small perforation, and cardiac tamponade. Pericardial drainage and blood transfusion were initiated to resolve the effusion. After draining the effusion, the closure device was released in good position, which helped to stop the bleeding. The patient remained hospitalized to recover from the event and was expected to make a full recovery.